Event description:
It was reported that the cardiosave intra-aortic balloon pump has a helium leak. The patient involvement & circumstance is unknown.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the o ring, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump has a helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.